Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m138763 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m138763, test base part number 190-430 / lot m138763. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m138763 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2021. As per the customer pcr testing was done twice and generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.